Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the device evaluation, the light cover glass was found chipped. The light cover glass adhesive and optical cover glass adhesive were found pitted. The distal end adhesive was lifting, and the s-connector was found with excessive fluid ingress. Finally, the image displayed an error code, and the aspiration and air/water housing had a colored ring worn. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probable causes include: the entire image was blurred due to damage to the ccd unit. The entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. Blurring the entire image occurred within the allowable range. The entire image was blurred due to damage or deformation of the connector. Following the instructions for use (IFU) may prevent the occurrence of the event: inspection of the endoscopic system. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that a evis lucera elite colonovideoscope had no image. It is unknown when the reported issue was found. There was no harm or user injury reported due to the event.